Event description:
A patient reported that they just got their implantable neurostimulator (ins) implanted. They stated that it worked very well at first, but now "leads" 1, 3, and 4 were felt in their left leg. Number 2 "lead" caused sever back pain. They were wondering if it was normal. The ins indication for use was not clear.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.